Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Happened before first cut was made. Blade was placed into cannula while cannula was in the tissue. Blade broke.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Happened before first cut was made. Blade was placed into cannula while cannula was in the tissue. Blade broke.